Event description:
It was reported that the patient¿s current pump was to be replaced in the next fourteen months due to battery longevity. It reportedly will need to be placed in a new position; the pump had been moved twice due to complications on how it was placed. It was reported that since implant there had been ¿issues¿ with the patient¿s pump placement. Since the pump had been placed in her stomach, the patient has had to sleep on her back. Her neck would lock up when she laid on her back. The patient reportedly has had surgery on her neck and has a stent and a cage in her neck as well as three titanium discs. The patient could see ¿it out of her stomach¿ with the current pump placement. The pump caused the patient discomfort when she bumps into things with it. It was reported the second time the pump was moved it was placed next to the patient¿s belly button. The pump had since moved from that location. The health care provider (hcp) had reportedly confirmed the pump had moved. Due to the patient having ¿did¿ which caused her to have short term memory loss, the patient couldn¿t provide all event dates or the drug dosing information because of that disability. The type of medication being delivered at the time of the pump movement events was not provided. The device delivered fentanyl and dilaudid at the time of this report. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).